Event description:
It was reported by a foreign user facility that multiple patients sustained first and second degree burns following treatment with a lumenis lightsheer et laser.

Manufacturer narrative:
Lumenis investigated the event reports and contacted representatives at the user facility and the local distributor. Patient treatment settings and photographs for four (4) patients were provided by the user facility for evaluation and the local distributor provided historical service records for the subject device. A lumenis healthcare professional evaluated the provided treatment settings and patient photographs concluding the settings were appropriate for the patients' skin types. Additionally the healthcare professional concluded that the patients would likely sustain some persistent hypopigmentation. During the investigation lumenis was informed that a replacement et handpiece had been shipped to the user facility through the local distributor. Subsequently a disagreement between the user facility and the local distributor regarding payment for service of the subject device reportedly occurred. The facility reported to a lumenis representative that the handpiece had been installed by the user facility without having been properly calibrated by the distributor. The handpiece is not a user-replaceable accessory and requires calibration by trained personnel prior to use. Device IFU states, "there are no user-serviceable parts, and all service and repair should be performed only by the factory or authorized field service technicians." An evaluation of service records provided by the local distributor found that the user facility has not had a preventative maintenance service contract nor had the system been serviced for preventative maintenance within the time frame recommended by lumenis. The subject device has subsequently been serviced by the local distributor and is reported to function to manufacturer's specifications. Lumenis concludes the root cause for the events reported to be operator error; failure on the part of the device operator to follow instructions in device labeling regarding service and maintenance of a device that has no user-serviceable parts.